Event description:
A report was received that the patients ipg was not able charge. It was noted that the battery was implanted too deep. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.